Event description:
It was reported that an ilet user received a ¿pairing failed¿ alert when attempting to pair a libre 3 plus sensor, after which the agent instructed the user to rescan the sensor in the ilet app and the system displayed a sensor warmup countdown with 23 minutes remaining, indicating restored pairing. Symptoms included no reported adverse physiological effects. Outcomes included no impact on health and no medical or surgical intervention. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed that sensor pairing was successfully re-established through rescanning, consistent with normal operation after user guidance. It was concluded that the device operated as expected following rescan and that the event resolved with education and troubleshooting.